Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on ( B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During device preparation, it was identified that the clip would not open after testing the lock. Troubleshooting was preformed unsuccessfully and a new clip was selected. During the procedure, a mitraclip was successfully placed. During the deployment sequence, the clip opened to approximately 20-25 degrees. Troubleshooting was preformed by opening the clip and closing it again, this was unsuccessful and the clip would not close past 20-25 degrees. The clip was deployed. Two additional mitraclips were implanted to further reduce the mr. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.